Event description:
Reporter stated that fast flow occurred during patient use. Infusion was completed 24 hours earlier than expected. Device contained doxorubicin 1.42mg/dl and vincristine 0.03mg/ml and normal saline, for a total fill volume of 48ml. No report of patient injury or medical intervention.